Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a small hexagonal screwdriver with holding sleeve broke during a hardware removal. The handle split into two large pieces. The screwdriver was set aside and no longer utilized during the case. The case finished successfully without further incident. No fragments generated. There was no surgical delay. The procedure successfully completed. No patient consequence. Removal was done at request of the patient stating irritating hardware. This report captures the intra-op event ''small hexagonal screwdriver with holding sleeve broke, while related complaint (B)(4) captures the post-op event ''removal was done at request of the patient stating irritating hardware'' this report is for 1 small hexagonal screwdriver with holding sleeve. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: due to the age of more than 15 years of the complained device a wear or use related root cause is the most likely reason of the complained malfunction. Per franchise complaint product investigation procedure (B)(4) is for complaints for which a non-manufacturing related probable cause has been identified no manufacturing record evaluation is required. Visual inspection: the small hexagonal screwdriver with holding sleeve (part no: 314.02; lot#: 2164) was received at us customer quality (cq), west chester. Upon receiving the device, the handle of the device was observed to be broken. Additionally, scratches from field usage were observed on the device. No other issues were observed. Device failure/ defect identified? Yes, the handle of the returned device was broken into 2+ pieces. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage. Documentation/specification review: the following document was reviewed: screwdriver (small hexagonal screwdriver with holding sleeve) no discrepancies were observed in the design of the device. Complaint confirmed? Yes, the complaint could be confirmed as the handle of the returned device was broken. Investigation conclusion: the complaint condition for small hexagonal screwdriver with holding sleeve (part no: 314.02; lot#: 2164) was received with a broken handle. A definitive root cause could not be established. The device could have encountered unintended forces that could have led to the complaint condition. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.